Event description:
It was reported to philips that the flexvision pc was unable to start up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported problem. Upon troubleshooting, it was determined that the flex vision pc failed to power on automatically when the system was activated, which hindered the system from booting. To resolve the problem, the fse replaced the flex vision pc. After replacing the flex vision pc, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome.